Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain: right side pelvic area') and cholecystectomy ('cholecystectomy') in a 32-year-old female patient who had essure (batch no. 627295) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "device monitoring procedure not performed". The patient's medical history included herpes nos. Concomitant products included clonazepam (klonopin) since 2013, lamotrigine (lamictal) from 2009 to 2017, risperidone since 2013 and sertraline hydrochloride (zoloft) since 2013. On (B)(6) 2008, the patient had essure inserted. In 2012, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required) and dysmenorrhoea ("dysmenorrhea (cramping)/dysmenorrhea (cramping)"). In 2013, the patient experienced depression ("psychological or psychiatric problems condition: depression/psych injury"), dry skin ("rashes or skin conditions type: dry skin") and alopecia ("hair loss/hair loss"). In 2014, the patient experienced nausea ("nausea/nausea") and fatigue ("fatigue/fatigue") and was found to have weight increased ("weight gain/weight gain"). On an unknown date, the patient underwent cholecystectomy (seriousness criterion medically significant) and experienced dermatitis allergic ("allergy: ash/skin condition"), abdominal distension ("bloated"), spondylitis ("arthritis in my lower back"), gait disturbance ("it hurts to even walk") and libido decreased ("sex drive was next to nothing"). The patient was treated with surgery (operative laparoscopy,bilateral robotic salpingectomy, lysis of adhesions, endometriosis fulguration). Essure was removed on (B)(6) 2018. At the time of the report, the pelvic pain and alopecia had resolved and the cholecystectomy, dysmenorrhoea, depression, dry skin, nausea, fatigue, weight increased, dermatitis allergic, abdominal distension, spondylitis and libido decreased outcome was unknown. The reporter considered abdominal distension, alopecia, cholecystectomy, depression, dermatitis allergic, dry skin, dysmenorrhoea, fatigue, gait disturbance, libido decreased, nausea, pelvic pain, spondylitis and weight increased to be related to essure. Concerning the injuries reported in this case, the following one/ones were described in patient¿s medical record; pelvic pain, dysmenorrhea concerning the injuries reported in this case, the following ones were reported via social media: abdominal distension, spondylitis. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 20-mar-2020: social media received-: new event sex drive was next to nothing was added. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain: right side pelvic area') and cholecystectomy ('cholecystectomy') in a 32-year-old female patient who had essure (batch no. 627295) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "device monitoring procedure not performed". The patient's medical history included herpes nos. Concomitant products included clonazepam (klonopin) since 2013, lamotrigine (lamictal) from 2009 to 2017, risperidone since 2013 and sertraline hydrochloride (zoloft) since 2013. On (B)(6) 2008, the patient had essure inserted. In 2012, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required) and dysmenorrhoea ("dysmenorrhea (cramping)/dysmenorrhea (cramping)"). In 2013, the patient experienced depression ("psychological or psychiatric problems condition: depression/psych injury"), dry skin ("rashes or skin conditions type: dry skin") and alopecia ("hair loss/hair loss"). In 2014, the patient experienced nausea ("nausea/nausea") and fatigue ("fatigue/fatigue") and was found to have weight increased ("weight gain/weight gain"). On an unknown date, the patient underwent cholecystectomy (seriousness criterion medically significant) and experienced dermatitis allergic ("allergy: ash/skin condition"), abdominal distension ("bloated"), spondylitis ("arthritis in my lower back"), gait disturbance ("it hurts to even walk") and libido decreased ("sex drive was next to nothing"). The patient was treated with surgery (operative laparoscopy,bilateral robotic salpingectomy, lysis of adhesions, endometriosis fulguration). Essure was removed on (B)(6) 2018. At the time of the report, the pelvic pain and alopecia had resolved and the cholecystectomy, dysmenorrhoea, depression, dry skin, nausea, fatigue, weight increased, dermatitis allergic, abdominal distension, spondylitis and libido decreased outcome was unknown. The reporter considered abdominal distension, alopecia, cholecystectomy, depression, dermatitis allergic, dry skin, dysmenorrhoea, fatigue, gait disturbance, libido decreased, nausea, pelvic pain, spondylitis and weight increased to be related to essure. Concerning the injuries reported in this case, the following one/ones were described in patient¿s medical record; pelvic pain, dysmenorrhea concerning the injuries reported in this case, the following ones were reported via social media: abdominal distension, spondylitis. Lot number: 627295, manufacturing date: 2008-05, expiration date: 2010-05. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 5-may-2020: quality-safety evaluation of product technical complaint. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain: right side pelvic area') and cholecystectomy ('cholecystectomy') in a 32-year-old female patient who had essure (batch no. 627295) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "device monitoring procedure not performed". The patient's medical history included herpes nos. Concomitant products included clonazepam (klonopin) since 2013, lamotrigine (lamictal) from 2009 to 2017, risperidone since 2013 and sertraline hydrochloride (zoloft) since 2013. On (B)(6) 2008, the patient had essure inserted. In 2012, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required) and dysmenorrhoea ("dysmenorrhea (cramping)/dysmenorrhea (cramping)"). In 2013, the patient experienced depression ("psychological or psychiatric problems condition: depression/psych injury"), dry skin ("rashes or skin conditions type: dry skin") and alopecia ("hair loss/hair loss"). In 2014, the patient experienced nausea ("nausea/nausea") and fatigue ("fatigue/fatigue") and was found to have weight increased ("weight gain/weight gain"). On an unknown date, the patient experienced dermatitis allergic ("allergy: ash/skin condition") and underwent cholecystectomy (seriousness criterion medically significant). The patient was treated with surgery (operative laparoscopy,bilateral robotic salpingectomy, lysis of adhesions, endometriosis fulguration). Essure was removed on (B)(6) 2018. At the time of the report, the pelvic pain had resolved and the dysmenorrhoea, depression, dry skin, nausea, fatigue, alopecia, weight increased, dermatitis allergic and cholecystectomy outcome was unknown. The reporter considered alopecia, cholecystectomy, depression, dermatitis allergic, dry skin, dysmenorrhoea, fatigue, nausea, pelvic pain and weight increased to be related to essure. Concerning the injuries reported in this case, the following one/ones were described in patient¿s medical record; pelvic pain, dysmenorrhea. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 22-nov-2019: pfs received. Events allergy: rash/skin condition and cholecystectomy were added. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain: right side pelvic area') in a 32-year-old female patient who had essure (batch no. 627295) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "device monitoring procedure not performed". The patient's medical history included herpes nos. Concomitant products included clonazepam (klonopin) since 2013, lamotrigine (lamictal) from 2009 to 2017, risperidone since 2013 and sertraline hydrochloride (zoloft) since 2013. On (B)(6) 2008, the patient had essure inserted. In 2012, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required) and dysmenorrhoea ("dysmenorrhea (cramping)"). In 2013, the patient experienced depression ("psychological or psychiatric problems condition: depression"), dry skin ("rashes or skin conditions type: dry skin") and alopecia ("hair loss"). In 2014, the patient experienced nausea ("nausea") and fatigue ("fatigue") and was found to have weight increased ("weight gain"). The patient was treated with surgery (operative laparoscopy,bilateral robotic salpingectomy, lysis of adhesions, endometriosis fulguration). Essure was removed on (B)(6) 2018. At the time of the report, the pelvic pain had resolved and the dysmenorrhoea, depression, dry skin, nausea, fatigue, alopecia and weight increased outcome was unknown. The reporter considered alopecia, depression, dry skin, dysmenorrhoea, fatigue, nausea, pelvic pain and weight increased to be related to essure. Concerning the injuries reported in this case, the following one/ones were described in patient¿s medical record; pelvic pain, dysmenorrhea. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 6-nov-2019: quality safety evaluation of product technical complaint. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain: right side pelvic area') and cholecystectomy ('cholecystectomy') in a 32-year-old female patient who had essure (batch no. 627295) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "device monitoring procedure not performed". The patient's medical history included herpes nos. Concomitant products included clonazepam (klonopin) since 2013, lamotrigine (lamictal) from 2009 to 2017, risperidone since 2013 and sertraline hydrochloride (zoloft) since 2013. On (B)(6) 2008, the patient had essure inserted. In 2012, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required) and dysmenorrhoea ("dysmenorrhea (cramping)/dysmenorrhea (cramping)"). In 2013, the patient experienced depression ("psychological or psychiatric problems condition: depression/psych injury"), dry skin ("rashes or skin conditions type: dry skin") and alopecia ("hair loss/hair loss"). In 2014, the patient experienced nausea ("nausea/nausea") and fatigue ("fatigue/fatigue") and was found to have weight increased ("weight gain/weight gain"). On an unknown date, the patient underwent cholecystectomy (seriousness criterion medically significant) and experienced dermatitis allergic ("allergy: ash/skin condition"), abdominal distension ("bloated"), spondylitis ("arthritis in my lower back") and gait disturbance ("it hurts to even walk"). The patient was treated with surgery (operative laparoscopy,bilateral robotic salpingectomy, lysis of adhesions, endometriosis fulguration). Essure was removed on (B)(6) 2018. At the time of the report, the pelvic pain and alopecia had resolved and the cholecystectomy, dysmenorrhoea, depression, dry skin, nausea, fatigue, weight increased, dermatitis allergic, abdominal distension and spondylitis outcome was unknown. The reporter considered abdominal distension, alopecia, cholecystectomy, depression, dermatitis allergic, dry skin, dysmenorrhoea, fatigue, gait disturbance, nausea, pelvic pain, spondylitis and weight increased to be related to essure. Concerning the injuries reported in this case, the following one/ones were described in patient¿s medical record; pelvic pain, dysmenorrhea concerning the injuries reported in this case, the following ones were reported via social media: abdominal distension, spondylitis. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 20-feb-2020: social media received- new events it hurts to even walk, bloated and arthritis in my lower back were added. Reporter information was added. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain: right side pelvic area') in a (B)(6)-year-old female patient who had essure (batch no. 627295) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "device monitoring procedure not performed". The patient's medical history included herpes nos. Concomitant products included clonazepam (klonopin) since 2013, lamotrigine (lamictal) from 2009 to 2017, risperidone since 2013 and sertraline hydrochloride (zoloft) since 2013. On (B)(6) 2008, the patient had essure inserted. In 2012, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required) and dysmenorrhoea ("dysmenorrhea (cramping)"). In 2013, the patient experienced depression ("psychological or psychiatric problems condition: depression"), dry skin ("rashes or skin conditions type: dry skin") and alopecia ("hair loss"). In 2014, the patient experienced nausea ("nausea") and fatigue ("fatigue") and was found to have weight increased ("weight gain"). The patient was treated with surgery (operative laparoscopy,bilateral robotic salpingectomy, lysis of adhesions, endometriosis fulguration). Essure was removed on (B)(6) 2018. At the time of the report, the pelvic pain had resolved and the dysmenorrhoea, depression, dry skin, nausea, fatigue, alopecia and weight increased outcome was unknown. The reporter considered alopecia, depression, dry skin, dysmenorrhoea, fatigue, nausea, pelvic pain and weight increased to be related to essure. Concerning the injuries reported in this case, the following one/ones were described in patient¿s medical record; pelvic pain, dysmenorrhea most recent follow-up information incorporated above includes: on (B)(6) 2019: pfs received : lot number was added. Reporter information, concomitant drug was added. Previously added event "injury" was replaced with event pain: right side pelvic pain. New events - " psychological or psychiatric problems condition: depression, rashes or skin conditions type: dry skin, nausea, dysmenorrhea (cramping), fatigue, hair loss, weight gain". Essure confirmation test was not performed were added. Follow up 2 and 3 processed together. On (B)(6) 2019: medical records received: reporter information and medical history was added. Follow up 2 and 3 processed together. No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.